Event description:
There was an allegation of questionable creatine kinase and total protein gen.2 results from the cobas 8000 c702 module for two patients. Patient 1's initial creatinine result was 224 mol/l, and the repeat result was 90 mol/l. Patient 2's initial total protein result was 88 g/l, and the repeat result was 61 g/l.

Manufacturer narrative:
The creatine kinase and total protein gen.2 reagent lot numbers and expiration dates were not provided. There were alarms for the reagent pipetter abnormally descending at the reagent discharge position and a lifter alarm as well. A field service engineer (fse) inspected the instrument and performed several proactive adjustments and replacements. The fse bleached the reagent lines, increased the gear pump pressure, reseated the cover of a reagent, and verified that all of the reagent probes were adjusted correctly. The investigation was unable to determine a direct root cause, as many proactive adjustments and replacements were completed. The instrument functions according to specifications after the maintenance tasks were performed.